Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations throughout its length and fractured 77.0 and 79.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and stuck inside the non-penumbra microcatheter. The proximal end of the embolization coil was located approximately 20.0 cm from the hub of the microcatheter and had the proximal constraint sphere intact. Conclusions: evaluation of the returned devices revealed the ruby coil pusher assembly was kinked and fractured. This damage may have occurred due to forceful manipulation of the ruby coil during advancement or retraction through the non-penumbra microcatheter. Further evaluation revealed the embolization coil had the proximal constraint sphere intact and was detached from the pusher assembly. If the pusher assembly becomes fractured, it may allow the pull wire to retract out of the distal detachment tip (ddt), causing the embolization coil to detach. Evaluation of the non-penumbra microcatheter revealed that it was bent in multiple locations throughout its length and ovalized in its proximal shaft. This damage likely caused the resistance experienced by the physician when manipulating the ruby coil through the non-penumbra microcatheter. The additional ruby coils and non-penumbra microcatheters mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01615, 3005168196-2016-01616.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing three ruby coils through three different non-penumbra microcatheters, the physician encountered resistance as soon as the coils were completely inside the microcatheters. Subsequently, two of the three coils unintentionally detached within the microcatheter and the physician removed both microcatheters with the detached coils inside. The third ruby coil was removed intact; however, once the physician touched the coil portion while outside of the patient's body, it unintentionally detached from its pusher assembly. The physician then completed the procedure using a fourth non-penumbra microcatheter, non-penumbra coils and two new ruby coils. It should be noted that the physician did not use a rotating hemostasis valve (rhv) but did flush the microcatheters between each coil during the procedure. There was no report of an adverse effect to the patient.